Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen on the right ventricular channel as well as high pacing impedance measurements on this right ventricular (rv) lead. The noise was marked as ventricular fibrillation and thus the patient received inappropriate anti tachycardia therapy. A new lead and device were implanted. The patient was not pacemaker dependent and no adverse patient effects were reported. The device and lead will not be returned.